Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested a quote for a loudspeaker. It is unknown if the device was in use at time of event, there was no reported patient or user impact.

Event description:
The customer requested a quote for a loudspeaker. It is unknown if the device was in use at time of event, there was no reported patient or user impact.